Event description:
It was reported to philips that an als unit was treating a patient in cardiac arrest. The user stated the monitor shut off and back on multiple times during patient care. No additional info is available. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty battery. There were no ECG monitoring strips or case event files available for review. The fse replaced the battery. The device passed all performance assurance tests and was placed back into use with the customer.

Event description:
It was reported to philips that an als unit was treating a patient in cardiac arrest. The user stated the monitor shut off and back on multiple times during patient care. No other info is available. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.